Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Additionally, the patient was unable to provide a lot number for the test strip product. Therefore, a review of the manufacturing records and testing on reserve sample from the same lot could not be performed. Further investigation cannot be pursued. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the unexpected low inratio inr result of 1.9. Therapeutic range: unknown, but patient believes inr result should be "around 2.5". No additional information available.